Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia after a supply change, later identifying a leaking insulin cartridge (lot 31073) during troubleshooting; the user performed a full site and supply change and subsequently observed glucose trending down into range. Symptoms included dehydration, sweating, feeling hot, and headache. Outcomes included prolonged hyperglycemia with a reported peak of 313 mg/dl and approximately four hours above range, without use of backup therapy, ketone testing, or medical intervention. Investigation included customer interview, operational checks to confirm insulin delivery to the site, and review of supply change steps. Investigation of this case revealed evidence of a cartridge leak with insulin loss, and the user had discarded the damaged cartridge. It was concluded that the event was attributable to a leaking cartridge leading to hyperglycemia.